Manufacturer narrative:
One device was returned for analysis of complaint of latch or lock issues. Review of event history found no relevant information. Review of service history found no 12-month service history. Visual and functional testing was found. Validated repair through sensor test and 50 ml cassette test. Performed downstream occlusion/upstream occlusion calibration. Validated repair through sensor test.

Event description:
It was reported that the pump has latch or lock issues. The status of the product at time of event was during testing. There was no patient involvement.